Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1avr1-delsys / expiration date: 28-jan-2023 / serial#: (B)(4)/ UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 24-aug-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of a leadless pacemaker the patient experienced tamponade from suspected perforation. When the physician was positioning the leadless pacemaker they noticed the heart walls becoming inactive and blood pressure started dropping. An echocardiogram was completed and pericardiocentesis was done however the patient went into cardiac arrest. Patient was given different medications, defibrillator shocks for ventricular fibrillation, blood, cardio-pulmonary resuscitation was done, but still had no pulse. The patient was pronounced deceased.